Event description:
Pt was admitted with severe coagulopathy. Computerized tomography scan revealed subarachnoid hemorrhage and multiple anterior subdural hematomas. Coagulopathy was reversed and shortly after, pt developed onset of confusion with marked left hemiplegia and aphagia. The cause of neurologic change was reported to be an embolus. Blood cultures confirmed endocarditis with bacterial sepsis. The family did not want heroic measures taken. Pt was placed on morphine drip and expired 48 hours later.